Event description:
Customer called to report that the creatinine cup module (crem) unicel dxc 800 synchron system generated three erroneous patient results on (B)(6) 2012. Customer stated that the instrument was displaying reaction noise (rx noise) errors and having calibration issues. Customer stated that the results were reported outside the laboratory, but were amended when the issue was noticed. Patient reports were amended prior to the initiation of patient treatment based on these results; therefore, patient treatment was not affected. The field service engineer (fse) inspected the instrument over several days, starting on (B)(4) 2012, and attempted to resolve the issue by replacing varied hardware parts. Finally, the fse resolved the issue on (B)(4) 2012, by replacing the crem module after finding that the crem module was leaking, causing the mixer motor to fail. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. No one was exposed to or harmed by the instrument leak, and customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
The issue was resolved when the field service engineer replaced the creatinine cup module. Please note that an additional medical device report was filed based on the same event as MDR #2050012-2012-00477. (B)(4).